Event description:
On (B)(6) 2013 patient reported being hospitalized. On follow up call on (B)(6) 2013 patient stated on (B)(6) 2013 at 5:47 pm her blood glucose reading was 149 mg/dl, she did not take a bolus for the reading but then ate and took 2.5 units bolus of insulin. Patient reported the following: at 11:35 pm her blood glucose reading was 550 mg/dl and she did not take a bolus; at 1:26 am her glucose monitor registered hi and she took a bolus of 10 units of insulin via syringe; at 1:41 am her meter still registered hi; at 2:11 am her meter still registered hi and she took another bolus of 10 units of insulin via syringe; at 2:29 am her meter still registered hi; and at this time patient went to the ER. Patient stated she was treated in the ER with insulin IV and was released at 6:30 am when her blood glucose level was down to 300 mg/dl patient's target blood glucose level is 120 mg/dl. Patient reported she does not recall the remainder of her readings on (B)(6) 2013. Patient stated she continued to have elevated blood glucose levels on (B)(6) 2013 with readings from 216-394 mg/dl. Patient reported on (B)(6) 2013 at 8:30 am her blood glucose reading was 77 mg/dl. Patient stated her basal rates were changed on (B)(6) 2013; does not recall if they increased or decreased as they were done by her doctor and the trainer. Patient reported having a change in her medications. Patient stated she does not believe the elevated reading had anything to do with the infusion device. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Pump was not requested to be returned.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.